Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative reported that the consumer presented to the emergency room on (B)(6) 2015 for redness in her lower extremities following her (B)(6) 2015 stimulator implant and she was diagnosed with cellulitis. It was unknown what led to the event. The patient was given antibiotics. No surgical intervention had occurred or had been planned. Diabetes and a below-the-knee amputation were noted for the patient medical history. The consumer's indications for use were noted to be non-malignant pain and phantom limb pain. The consumer was alive with no injury. No further outcome was available. Additional follow-up was being done to obtain this information; if additional information is received the event will be updated.